Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from delivery system. The physician felt resistance when trying to rotate the plunger to release the capsule. No serious injury to the patient was reported.